Event description:
There was a complaint of questionable amh elecsys and n-mid osteocalcin elecsys (oste) results for 2 patients tested with a cobas e411 rack analyzer. The questionable results were not reported outside the laboratory. Patient 1¿s initial amh result on (B)(6) 2021 was 1.19 ng/ml; the repeat on (B)(6) 2021 was 2.32 ng/ml. Patient 2¿s initial oste result on (B)(6) 2021 was < 0.50 ng/ml; the repeat was 10.56 ng/ml. The customer believes the repeated result to be correct as they matched the clinical picture of the patients. The amh elecsys used was lot 531774 and had an expiration date of 28-feb-2022. The n-mid osteocalcin elecsys used was lot 554139 and had an expiration date of 30-sep-2022.

Manufacturer narrative:
A reagent issue can be excluded as calibration was acceptable. The investigation noted that the oste calibration has been overdue since (B)(6) 2021. The investigation found that the qc for amh did not meet acceptance criteria on (B)(6) 2021 and had frequent recoveries out of range. The qc for oste met acceptance criteria on (B)(6) 2021. An investigation of the alarm trace found 25 alarms within 2 weeks related to sample quality or pipetting issues. This is consistent with preanalytical issues. The field service engineer (fse) replaced tubings and found that the room temperature and humidity levels are within specifications. The investigation determined the event was consistent with pre-analytical handling issues at the customer site. The investigation did not identify a product problem.